Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the event was due to programming. It was noted that the event was possibly related to the device or therapy. It was noted that the event was not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified it was increased hip pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional provided the patient's baseline weight.

Event description:
It was reported, the patient had increased pain after a fall. There was no device event noted. The patient had a ground level fall with increased back and lower extremity pain. Reprogramming was done to obtain batter coverage of painful areas and was successful. The patient had adequate stimulation for low back pain and lower extremity pain. The event was noted as resolved without sequelae and unlikely related to the device or therapy and not related to the implant procedure.